Event description:
It was reported that while in the cardiovascular lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pt's right groin. As the md was advancing the iab through the sheath, the iab became stuck. The md could not move the iab forward through the sheath. As a result, the md removed the iab and the sheath as one unit, keeping the spring wire guide (swg) in the pt's right groin. The md requested another iab for use. There were no reported pt complications. There was no excessive bleeding. Reference MDR # 1219856-2010-00160 for the second report.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.